Manufacturer narrative:
Multiple attempts for product return as well as additional info requests have been made in order to identify the sensor involved in the reported event and conduct an analysis. The customer indicated that they no longer have the product and that pt related review. If new info is obtained, a follow up report will be submitted.

Event description:
The customer site indicated that they had received reports of pt burns when using the sensors.